Event description:
Customer called to report pod alarm during operation. She also complained about high bgs (269 to 368 mg/dl). Customer denied any kinks to cannula and stated the site looked normal. Bg stabilized after activating a new pod. Returned suspect pod for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.